Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The impella was unable to advance as physician felt the pigtail was entrapped in papillary muscle. It was also noted that patient went into atrial fibrillation. One unit of packed red blood cells was given the following morning. The impella was explanted and replaced with a new impella cp. The patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. D4 is unknown. This report is being filed as part of a retrospective review of historical records.